Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿offset error¿ occurred on the rotaflow console upon startup. No patient was involved. No harm to any person has been reported. The reported failure ¿offset error¿ could lead to the pump stop therefore, a report is required. As stated by the getinge ssu (sales and service unit) dated on 2026-01-13 the customer did not ordered any repair/service of the device by getinge. No parts has been replaced. Therefore no exact root cause could be determined. However, the failure "offset error" was investigated in a previous complaint by the getinge life-cycle engineering (lce) and the most probable root cause could be determined as a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board which led to the to reported "offset error". Furthermore, the most probable root cause accoding to the lce could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error referenc/offset". Based on the investigation results the reported failure "offset error" could be confirmed. The review of the non-conformities was performed on 2026-01-15 and during the period of 2023-07-12 to 2026-01-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2023-07-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system and the service manual heart-lung support system rotaflow system chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. Chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the error message ¿offset error¿ occurred on the rotaflow console upon startup. No patient was involved. No harm to any person has been reported. The reported failure ¿offset error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
Note: this event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number: k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 701046405.